Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances. Patient had electrodes that there were at 40,000ohms. Patient also had discomfort at ins site. Patient had a return of pain and pain at the ins site. Reprogrammed using viable electrodes and rep was able to get decent coverage. Patient will monitor and follow up with in a few weeks to see if they are getting pain relief with the working electrodes. Patient also being referred to surgeon to discuss possible revision/replacement. Issue is ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.